Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer had not yet loaded a new cartridge due to being out of supplies. Reportedly, customer reverted to manual insulin injections for insulin therapy until supplies arrives. Customer's blood glucose level was 350 mg/dl.